Manufacturer narrative:
It was reported that no repairs were completed by the field service engineer (fse) as the customer declined service and repair. It was noted that a multi vendor/clinical engineering department handled the service call/incident. It was confirmed by an authorized service provider (asp) that the battery will not charge. The battery was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6) reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device prompts that the battery is faulty. It was reported there was no patient involvement at the time the issue was discovered. Investigation on going.